Event description:
During an or procedure when patient was under anesthesia, the surgeon was preparing the patient's limb for the tourniquet to be inflated. The esmark in question was applied to the patient's hand and arm to decrease the amount of blood in the limb prior to inflation of the tourniquet. As the physician was wrapping the esmark around the patient, it broke apart, nearly hitting the doctor in the face. This has happened on other occasions according to physician.